Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots h11c16098, h11d26079, h11e25011, h11f22040, and h11i07086 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
Initially a caregiver (cg) contacted baxter (B)(4) regarding an unrelated alarm on the homechoice machine during use for peritoneal dialysis (pd) therapy. At the time of the call there was no report of injury or need for medical intervention. Baxter (B)(4) contacted the home patient's (hp) son on (B)(6) 2011 to follow up on the alarm. The son stated that the hp was in the hospital. (B)(4) contacted the peritoneal dialysis nurse (rn) on (B)(4) 2011. The rn was unaware of the reported alarm and stated that the hp was in the hospital and that she could not state why, however stated, the hospitalization was not related to a baxter device or equipment. On (B)(6) 2011 baxter (B)(4) received additional information from the hp's husband with supplemental information by a nurse during a call with baxter customer service of peritonitis with (B)(6) in the patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. On (B)(6) 2011 the patient was discharged from the hospital. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering. Action taken with dianeal pd4 ambuflex therapy was not reported. Concomitant medications were not reported. The nurse did not confirm the peritonitis with (B)(6), but stated that the patient's hospitalization was unrelated to dianeal therapy. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.